Event description:
Two dental implants titamax smart ex implant (4.1) 4.0x19 were installed in intraoral regions #26 and #23. Due to low primary stability, immediate load was not performed. After 4 months of the procedure, at the second surgical phase, when placing the healind components it was seen that the implants were not osseointegrated.